Manufacturer narrative:
(B)(4).

Event description:
Patient developed infection and bone loss 6 years 5 months after implantation of the dental implant fx4812mlc in tooth location #29. Implant was removed on (B)(6) 2015 due to infection and bone condition. The patient is recovered without complications, but treatment is ongoing.